Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device was explanted due to elevated pacing thresholds, caused by leads, since device implant. The required increased output caused early battery depletion on the device. Subsequently, an entirely new system was placed on the opposite side. No additional adverse patient effects were reported.